Event description:
It was reported that the patient experienced a power on reset while undergoing radiation therapy. The device was reprogrammed and software update was reloaded. The device remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed that the device experienced a critical ram parity error por (power on reset) (B)(4) 2012 in location "0c ee." The device should be able to recover from the event and continue normal function.